Event description:
It was reported that during stent placement procedure, the stent was getting caught on the delivery system. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available, and images were not provided which led to inconclusive evaluation result. It was not known how the stent was finally expanded. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 08/2022), g3 h11: h6 (method, results) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that during stent placement procedure, the stent allegedly caught on the delivery system. There was no reported patient injury.